Event description:
The user facility reported that an error message e99 displayed from the oer-3 and there were two gastroscopes (evis lucera elite gastrointestinal videoscope / evis lucera gastrointestinal videoscope) that were reprocessed in the machine with the error message cleared, and the acecide concentration disabled. The gastroscopes were subsequently used in an endoscopy. The user facility checks the acecide concentration twice a day, once in the morning and once in the afternoon. There was no problem found with the acecide concentration during the morning check. The reprocessing cycle was carried out three times in the morning, and during the third reprocessing cycle, the staff noticed an abnormality and reprocessed the endoscopes using another reprocessing machine and before being used for inspection. There was a possibility that the reprocessing was insufficient for the two endoscopes that was reprocessed in the second reprocessing machine. No patient harm reported. This complaint is related to patient identifiers (B)(6) (evis lucera gastrointestinal videoscope, gif-h260) and (B)(6) (evis lucera elite gastrointestinal videoscope, gif-h290.)

Manufacturer narrative:
No device returned to olympus for evaluation. The exact cause of the reported event cannot be conclusively determine. This report will be supplemented when new information becomes available later.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the concentration of the disinfectant was not measured before each use per the instruction manual. Error e99 occurs because more disinfection days had elapsed than the set value since the preparation of the disinfection solution. The event can be prevented by following the instructions for use which state: - "when reprocessing endoscopes, always use an acecide checker or a portable concentration checker to check that the disinfectant solution is at an effective concentration. Please be sure to replace disinfectant solution before the disinfectant effect disappears." - "chapter 8 troubleshooting and repair error code: e99 problem: many days have passed since the replacement of the disinfectant. Frequent use of disinfectant. Possible causes: the disinfectant was not replaced. Remedial actions: contact olympus. (This error code is displayed when the disinfectant solution is used continuously over a long period of time without replacement. It does not guarantee the efficiency of the disinfectant solution until the error code [e99] is displayed.)" Olympus will continue to monitor field performance for this device.